Event description:
The customer reported that the system displayed intermittent low ma errors.

Manufacturer narrative:
The ge svc rep performed a complete generator calibration per MFR's instructions. He verified proper operation of system. The system operates as intended.